Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #621136. According to the available information, the inflatable penile prosthesis was implanted in 2001, and revised (B)(6) 2020 due to a cylinder leak. The leakage site could not be determined. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the cylinder 1 bladder due to material degradation. Testing revealed this to be a site of leakage. Microscopic inspection revealed a partial separation at the apex of the cylinder 1 and cylinder 2 strain relief and cylinder base. Testing revealed these to not be a site of leakage. Microscopic inspection revealed a partial separation within confined abrasion on the cylinder 2 exhaust tubing at the tubing/strain relief junction, indicating the tubing had been kinked and abrading against itself for a period of time. Testing revealed this to not be a site of leakage. Microscopic inspection revealed partial separations within abrasion on the cylinder 2 exhaust tubing. Testing revealed these to not be sites of leakage. Surface abrasion was noted on the pump exhaust strain reliefs and exhaust tubing, and on the cylinder 2 exhaust tubing. No functional abnormalities were noted with the pump or with cylinder 2. Based on examination of the returned product, it was concluded that the human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although, usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. Polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. These components were released according to manufacturing and quality control procedures. The device was functioning properly for nearly 20 years in the patient. Material degradation occurred and progressed enough to cause mechanical failure to take place on the cylinder 1 bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, cylinder leak. 20-year-old device. Difficult to pinpoint the leak. The original reservoir was retained. The device was revised/replaced.